Event description:
It was reported that a defective ors-300 warmer drape was found in the operating room during a procedure. The drape was leaking. No patient injuries, infections, or complications were reported.